Event description:
A surgeon reported that during cataract surgery, almost immediately upon starting to "vacuum loose cortex", an instantaneous occlusion of the phaco tip occurred and immediate opacification of the wound. The wound required suturing twice and subsequent gluing. The patient is now doing well and her vision has recovered.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).